Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons were not working on the insulin pump. Customer stated that she went to bolus for a meal and she pushed the arrow up for a dosage and it went all the way up to 10. Customer stated that it would not let her bolus. Customer mentioned that there is a crack in the pump but it could have been from her sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All of the buttons functioned properly however, moisture was found on the keypad traces and on the lcd board. No unresponsive buttons noted, no unexpected numbers ramping noted and no moisture noted on the motor assembly. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked lcd window and missing the end cap sticker.